Event description:
Patient reportedly had an infection in the lower leg that migrated to the implant. Initial surgery was on (B)(6) 2012 and revision surgery was on (B)(6) 2013.

Manufacturer narrative:
The implant was not returned for examination and therefore omni could not confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed and there was no evidence in the files that showed a correlation that would likely result in patient infection. All batch records, sterilization and sterility results were reviewed. There were no deviations.